Manufacturer narrative:
A visual inspection of the returned product confirmed the identity of the device. The t-tool the customer stated was in use was not returned. There are three adjustment hex screws on the rx fix rails, two on top which hold the fixation pins in place and the adjustment screw on the side that changes the location of the fixation pins. The two hex screws on top were measured to be 3.5 mm and the adjustment screw on the side was 4 mm. Using the appropriate size hex driver, all screws were easily opened and closed and the rail easily moved the pin holder with no binding detected; no fault with the device was observed. Analysis of the returned devices indicates that the device was a contributor to the reported event. Based on analysis, a definitive root cause could not be determined. However the most likely root cause is the wrong size hex driver (t-tool) was used.

Event description:
Allegedly, during a jones fracture procedure the rail instrument would not compress or distract. A longer rail was used in it's place. This caused over a 30 minute delay in the surgery time.

Manufacturer narrative:
Investigation not complete. Product has been returned. Trends will be evaluated. This report will be updated when the investigation is complete.